Manufacturer narrative:
Concomitant medical products: product ID 8870 serial# unknown product type: application software. Information references the main component of the system. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown, ubd: unknown, UDI#: unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare professional, patient, manufacturer representative, foreign) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. On (B)(6) 2022, it was initially reported the patient had psychiatric issues and had a very bad accident while using a chainsaw. It was reported that a patient heard a sound from the pump on (B)(6) 2022. It was indicated that it was not clear though whether it was a critical alarm or from an unrelated source. The company representative was currently going to the hospital to check the state of the pump. The treating physician was considering setting the pump to a minimum rate and switching the patient to oral medication. Additional information was received from a foreign healthcare professional via a company representative on 2022-jan-18. The pump was at end of service (eos) and was to be replaced on 2022-jan-28. When the company representative asked the healthcare provider / consultant about this, it was indicated that he had previously used the model 8840 clinician programmer at the pump refill on 2021-oct-21, and thought he had seen a message appear but didn¿t think anything of it. It was further indicated that at the prior refill on 2021-oct-21, they may have missed elective replacement indicator (eri) on the model 8840 programmer.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s age at the time of the event was described as mid 50¿s (55 years old is considered an approximate age at time of the event). The patient¿s weight was described as approximately 90 kg. The pump model number was provided. The serial number of the model 8870 clinician programmer software card / software version used at the time of the event was unknown. Pump end of service (eos) occurred on (B)(6) 2022. The pump had not yet been removed as when the patient came in it was decided that the patient had other ongoing personal issues (not specified), and until these were resolved they would continue use of oral medications. It was further reported that the pump did not malfunction and would not be returned to the manufacturer as there was nothing wrong with the pump, and the consultant agreed with this and that elective replacement indicator (eri) had been missed. The healthcare provider / consultant had recalled seeing a message and nothing was done about it. It was further indicated that this was their only pump patient at this time so he would not be doing refills regularly. Additional information was received from a healthcare provider via a company representative on 2022-feb-16. The pump had not been explanted yet and the patient was on oral medications. It was further noted that there were a lot of issues going on with the patient and he was currently in a mental health unit. The serial number of the pump associated with the event was clarified. The implant date of the pump was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
E1 update/correction: the initial reporter's country was corrected (previously indicated as ireland). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was clarified that the event had occurred in northern ireland. Regarding the previous report of other issues and patient having been in a mental health unit, it was noted that this was due to the patient¿s mental health issues and were not linked to the pump. It was further noted that the consultant was happy for this to be closed as this critical alarm was not due to an issue with the pump but was due to missed elective replacement indicator (eri) at a refill appointment and the pump reached end of service (eos) as the patient was in a mental health unit and not able to be brought up to the hospital regarding covid and christmas.

Manufacturer narrative:
Img (annex g) component correction: the previously applied annex g code g02010 was replaced with g0200802 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.